Event description:
There was no temperature reading from the ablation catheter after placement into the patient. The catheter was removed and replaced with no harm to the patient. The catheter has been sent back to the vendor under the vendor return number (B)(4). Manufacturer response for ablation catheter, (brand not provided) (per site reporter) clinical site notified the manufacturer rep directly.